Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a 11 cm in diameter ruptured abdominal aortic aneurysm. Vessel morphology short less then 2mm in length aortic, and hostile aortic neck. It was reported that the bifurcated stent graft was implanted and there was a proximal type I endoleak. The physician implanted an endurant aortic cuff and the proximal type I endoleak was resolved. The aneurysm was excluded however due to the blood loss from the ruptured aneurysm the patient expired. Per the physician, the cause of the type I endoleak was due to the patient¿s aortic neck anatomy, and the cause of the patient death was due to the ruptured aneurysm, as the ruptured aneurysm was leaking for approximately six hours prior to procedure. No additional clinical sequelae were reported.